Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During routine follow up for an encoder flag error, the patient¿s mother stated the patient was hospitalized shortly after talking to technical services on (B)(6) 2018 for peritonitis. Additional information was solicited, but unavailable.

Manufacturer narrative:
Additional information: clinical conclusion clinical conclusion: there is a temporal relationship between the patient event of peritonitis and pd therapy on the liberty select cycler with fmc cassette. There is no documentation to show a causal relationship between the peritonitis and the liberty select cycler or fmc cassette. Additionally, there is no reported allegation of a malfunction or leak related to this event. It is unknown if the patient practices proper aseptic technique. Based on available information a cause of the peritonitis cannot be established.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.